Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse tested the system and completed a visual protocol. There were no issues found. Cse proceeded to run quality controls (qc) with precision checks and yielded no errors. The operator was advised to change the acid and base then prime the system fluid bottles. Operator ran qc and there were no further issues. The system was fully functional upon departure. A potential cause could have been an incomplete aspiration or poor sample quality. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant high cardiac troponin patient result was obtained on an advia centaur xp instrument. The initial result was reported to the physician(s). The same sample was repeated twice on the same instrument, once on an alternate instrument, and once more on the initial instrument after servicing. The repeated result from the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant result.